Manufacturer narrative:
We have received your complaint concerning the above-mentioned device and would like to thank you for supporting our market surveillance. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the transmitted follow-up data, recorded between (B)(6) 2019 and (B)(6) 2020, showed the rv pacing threshold initially at 0.7 v, with vacillations up to about 2.2 v starting from the end of may, and with only intermittent recording towards the end of the recording period. The rv sensing amplitude was initially measured between 6 mv and 15 mv, with sporadic interruptions and a slightly decreasing trend. The rv pacing impedance trend first showed a steady impedance of about 450 ohm, followed, from about (B)(6) 2020, by vacillation up to about 900 ohm. The rv shock impedance trend was measured with strong vacillations between 65 and 95 ohm. The analysis of the transmitted iegm episodes, sensing and pacing threshold tests showed interference signals in then rv channel, which led to the observed oversensing and inadequate ICD charge processes. Despite the available information, no conclusion can be drawn as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, please send these to us also. The process will then be updated accordingly.

Event description:
After an implantation period of approx. 153 months, oversensing on the ventricular channel was reported. The lead was capped.